Manufacturer narrative:
The insulin pump powered up properly after battery installation. No display stuck on logo screen or frozen display noted. The insulin pump received with all buttons responding properly and the pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored for two days and was powered off and on again several times during the monitoring period. The pump powered up properly each time and did not get stuck on the logo screen, no unresponsive buttons, all icons were on the display and the time advanced correctly, and no frozen display occurred. The insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had changed their battery and the device is now frozen with the medtronic logo screen. The customer's blood glucose level at the time of incident was 109mg/dl. The customer states the buttons were unresponsive. The customer was advised the pump would be replaced and returned for analysis.